Event description:
Patient reported syringe was not functioning/pushing through. No further information, details or dates provided. No missed doses or adverse events reported. Unknown if doctor is aware. No lot number available.